Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned returned; therefore, a device analysis could not be performed. However, the home patient reported that he forgot to put a minicap on immediately after disconnecting. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. A formal review of the product family label will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain one of four on a homechoice (hc) machine, it was reported that the home patient (hp) had solution leak from an unknown transfer set. The hp had disconnected from the hc setup but did not use a minicap on the transfer set immediately and solution was lost through the transfer set. The technical service representative (tsr) assisted the hp in continuing with therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.